Event description:
It was reported that the insulin pump has an unresponsive keypad. Stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 179 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery error alarms noted. The device had intermittent button response due to corroded keypad traces. No numbers scrolling up or moisture damage on electronic assembly/motor noted. The device also had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.